Manufacturer narrative:
The electrode was returned to olympus for evaluation. A visual inspection of the electrode confirmed that the loop wire at the distal end was broken off from the insulation posts. A microscope was used to inspect the insulation posts and revealed that there was evidence of thermal damage due to the charred marks noted on the insulation posts. The insulation post was observed to be bent. No functional testing was performed due to the as received condition of the electrode. Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient's health.

Event description:
Olympus was informed that the loop of an electrode broke off and fell into a patient during a hystero-resection procedure. The loop wire was retrieved from the patient using an unknown approach. The procedure was completed using a different device. No patient injury was reported. In addition, there was no sparking/arcing observed. The loop wire was discarded following the procedure.